Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false air in line, which was not reproduced during evaluation. A review of the event history log identified false air in line. The cause was determined to be the lower ultrasonic sensor being out of specification with a reading and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed a false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.